Event description:
The locking mechanism broke off when screw was tightened. The screw was fully seated; however, it was removed along with the broken pieces. Surgery was delayed approximately 45 minutes due to the problem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.